Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet displayed high glucose with ¿no readings,¿ the device issued repeated alerts, and the user changed supplies and sought to silence notifications while at an event; no fingerstick confirmation was performed, no meal or announcements were reported, and the user denied visible infusion set or tubing issues. Symptoms included hyperglycemia. Outcomes included device alarms requiring user intervention and education on adjusting alert volume and vibration. Investigation included customer service troubleshooting and user education on alarm management. Investigation of this case revealed no confirmed device malfunction, no confirmed infusion set occlusion or cannula/tubing damage, and an unclear cause of hyperglycemia due to limited information and lack of corroborating blood glucose data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.